Manufacturer narrative:
Per tandem's user guide: your t:slim x2 g6 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof.. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently depleted quickly. Reportedly, the issue began after exposing the pump to water. The customer¿s blood glucose was 250 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.